Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to a flattened button dome switch. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that the up button was not working and the issues stated about 1 week ago. Customer stated that it started working intermittently. Customer's blood glucose level was around 140 mg/dl at the time of the incident. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).